Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005 and (B)(6) 2007 and mesh and sparc were implanted into the patient. It is not known which date the mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted due to chronic pelvic pain, sui, recurrent after previous mesh surgery

Manufacturer narrative:
It was reported that the patient underwent vaginal mesh revision on (B)(6) 2008, along with suburethral diverticulectomy and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient also underwent a mesh revision procedure in 2008.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.